Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A data log could not be downloaded. The receiver case was opened for futher evaluation. An interior inspection confirmed the reported event that the receiver ceased to function. The root cause was determined to be moisture damage.